Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The manufacturing record of the subject device was reviewed with no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for klebsiella. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device referenced in this report was returned to olympus (B)(4), and the subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated no microbial growth for the subject device. (B)(4) conducted further evaluation for the subject device. During the evaluation by (B)(4), following were confirmed. Broken wires of the ultrasound signal cable. Broken distal end. Partially missing glue around the light guide lens. Broken glue of the bending rubber. Broken ultrasonic cable connector. The exact cause of the reported event could not be determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".